Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose level was 544 mg/dl. The customer's father never corrected the time and date, therefore, the customer was not receiving the basal rates. The meter did not transmit the customer's blood glucose to the insulin pump. The device was not returned.